Event description:
It was reported that following the implant of a 4.5 cm cuff, the patient experienced continual leakage. The artificial urinary sphincter was removed due to fluid loss. During the surgery, there was no remaining fluid in the balloon. Fluid loss was very obvious though the site of the leak was not determined.a new artificial urinary sphincter was implanted. There has been no further advice about this patient. No issues have been reported.

Manufacturer narrative:
Updated: b5, d10, h3.

Manufacturer narrative:
Additional information: d11, h3, h6, h10. H3 device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. A malfunction was confirmed in the balloon component. The balloon component was visually inspected, microscopically examined, and tested for leaks. A tear causing fluid loss was identified at the balloon sphere adapter junction. The damage is consistent with material fatigue. The balloon was not functionally tested due to the identified damage. A malfunction was confirmed in the balloon component. Updated: b5, d10, h3.

Event description:
It was reported that following the implant of a 4.5 cm cuff, the patient experienced continual leakage. The artificial urinary sphincter was removed due to fluid loss. During the surgery, there was no remaining fluid in the balloon. Fluid loss was very obvious though the site of the leak was not determined. A new artificial urinary sphincter was implanted. There has been no further advice about this patient. No issues have been reported.

Event description:
It was reported that following the implant of a 4.5 cm cuff, the patient experienced continual leakage. The artificial urinary sphincter was removed due to fluid loss. A new artificial urinary sphincter was implanted.